Event description:
The device was explanted due to mastoiditis and chronic otitis media with otorrhea and tympanic membrane perforation. There was a large postauricular and scalp abscesses over the implant with 20-25 ml of pus drained during surgery. This report refers to 9710014-2026-00467. For further information please refer to this report.